Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal and mid-section of the stent with proximal stent struts lifted and pulled distally. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05may2020. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.0x15mm non-bsc balloon, a 2.50x20m m synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.